Event description:
Caller reported a cgm error with the sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and guided the caller through the reset process, which resolved the error.